Event description:
It was reported that the device exhibited <200 ohms bipolar lead impedance. The previous session reported an impedance of 234 ohms. There were no immediate plans for the device other than to intensify the follow-ups.